Event description:
A new pyxis machine called pyxis es was installed in our facility. The machine should indicate the proper amount of medication to remove so that the nurse has the right dosage. An order for ativan and robitussin ac were sent to the screen but the machine indicated the wrong amount for removal. The nurse caught the error in time and the correct amount was removed for the patient. The problem was sent to the it team for troubleshooting by the pharmacist working that day. A problem in the transmission of the order was identified. (B)(6).